Event description:
It was reported that while explanting the lv and the rv leads the ra lead was dislodged and also explanted no other issues observed on the ra lead. The patient was stable. Related manufacturer reference number: 2017865-2022-47058 and related manufacturer reference number: 2017865-2022-47059.